Event description:
Customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. Customer stated that display segments were missing on his pump. No further details provided.